Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. Petr, o. (2016). Current trends and results of endovascular treatment of unruptured intracranial aneurysms at a single institution in the flow-diverter era. American journal of neuroradiology, 37(6), 1106-1113. Doi:10.3174/ajnr.a4699 mdrs related to this article: 2029214-2016-00627 2029214-2016-00628.

Event description:
Medtronic received information from literature review of a patient death after pipeline implantation. The purpose of this article was to review the results of endovascular treatment. The 122 patients with 129 aneurysms were treated with flow diverters (124 treated with pipeline embolization device; 5 with another manufacturer's flow diversion device.) Of the patients, 104 were female and the mean age was 55.7 years. The mean aneurysm size was 12.3mm one patient had a 20mm aneurysm in the right ophthalmic; after implantation, the aneurysm was incompletely occluded. The patient died from distal intraparenchymal hemorrhage eight days after implantation.